Event description:
Additional information was received from the rep on (B)(6), 2020. They confirmed they discussed the following information with the physician and the patient. It was reported that the reason why the prior ins was replaced was because the patient said it was not working well, so the physician opted to replace it. The date the patient first noticed that the prior ins was not working well could not be recalled by the patient. The prior ins was discarded by the physician, and therefore cannot be returned to be analyzed and the cause of the impedance issues with that ins are unknown. Regarding the new system, it was not yet known if the programming on the 3 contacts was providing effective therapy for the patient. The post-op appointment is scheduled for (B)(6), 2020, and they will assess at that time. If further reprogramming is needed, they will continue to try to program around the impedance issues, but if that doesn't result in good coverage, then the physician will refer the patient to a surgeon for a paddle implant. The cause of the impedance issues with the new system is believed to be due to the leads since impedance issues were seen on both inss with the same leads, but the root cause was not confirmed and no tests were done on the ins to rule it out. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 97714 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to b1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead, product ID: 97714, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient still complained of the lack of coverage. The physician decided that she would speak with the patient about lead revision. The cause of the high impedances has not been determined. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 24, 2020. They reported they met with the patient on (B)(6) 2020 for the follow up appointment and checked impedances; they were still "out". The patient was only receiving stimulation on the left side. The rep programmed the settings to high density (hd) settings to try and get better coverage. The patient will follow up with the rep after one month. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The leads were replaced and the impedances were normal in the pacu.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient was having an ins replaced (reason for ins replacement was not provided). Prior to the surgery, an impedance check was performed using the old ins. With contact 9 being used as a reference, all contacts were >10,000 ohms / out of range. Then, after the new ins was implanted and connected to the leads, another impedance test was performed. With contact 0 being used as the reference, contacts: 0, 8-14 had do not use indicators with a value of 40,000 ohms, contacts: 4-7 and 15 had avoid indicators with a value of 40,000 ohms. Contacts 1-3 were good. The surgeon left the leads in place to see if good coverage could be obtained using the 3 good electrodes, so the issue was not yet resolved. No symptoms were reported. No further complications were reported or anticipated.